Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump had prime/fill anomaly. The customer stated that insulin was loaded in the reservoir but it will not let the customer get past pressing the act button. Customer had finishing loading alarm and removed the battery to correct the issue. Customer's blood glucose was 432 mg/dl and treated with multiple daily insulin. Customer stated that the insulin pump did not alarm battery out limit nor did it allow customer to clear alarms with battery changed. Troubleshooting was done for prime rewind. Customer stated that they were stuck in rewind complete/bolus delivery loop. Advised the customer to leave battery out of insulin pump for 15 minutes and attempt to clear rewind /bolus complete loop again. No further information provided.